Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was harder to see at night and insulin pump did not give no delivery alarm. The customer's blood glucose level was unknown. The customer reported that the insulin pump had scratches across the middle of screen. The insulin pump will not be returned for analysis.